Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It was also reported that an x-ray (date not reported) confirmed proper electrode placement and internal magnet. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed december 11, 2013.

Manufacturer narrative:
This report is filed january 28, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.